Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section e1 name and address. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced full height drawer 4 had failed with the error could not open drawer, and the pockets in row b was also failed. The field service engineer (fse) tested the drawer using the diagnostics tool, and it opened without any issues; however, rows b and c were not detected. The fse reseated the row board cable on the drawer controller as well as on all row boards. The fse also inspected the retractor for any signs of damage, but none were found. The fse performed diagnostics acceptance test to ensure the drawer functionality and confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.